Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd syringe 1.0ml 29ga 1/2in bls 500 china, the device experienced a damaged or open unit package seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: when the package was opened for use, it was found that the package at the needle place was not completed.